Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that parts of the display screen text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6),

Manufacturer narrative:
Follow-up # 1 date of submission 05/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and pump seal. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad was found to be intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. The returned battery cap was used to complete all testing. The complaint that parts of the display screen text was missing was not able to be duplicated during investigation.